Event description:
Information was received from a notified body (nb) healthcare provider (hcp) via manufacturer representative regarding a patient underwent spinal fusion with placement of rods and screws. It was reported that the rod was found dislodged from screw. No further complications or symptoms were reported.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.